Event description:
It was reported that during a procedure to treat a lesion in an unspecified artery, while attempting to load a 8x100x135 absolute pro vascular self expanding stent system (sess) onto a guide wire, the outer sheath was noted to be coming apart. Reportedly, there was no separation and the stent was still intact and remained in place. The sess did not enter the patient anatomy and a new same size absolute pro vascular sess was successfully used to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The broken shaft was unable to be confirmed; however, the shaft was torn which likely was what was meant to be reported. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.